Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ax55g instrument would not staple the tissue, since the instrument was empty (the surgeon felt much less resistance to fire the instrument then normal and could not find any staples in the surgical area, although all of the staple drivers forwarded fully). The surgeon could reanastomosis the tissue with another stapler, but leakage from the lesion has been suspected. The stapler was discarded (hepatitis).